Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occurred. The lesion being treated was a 2.75mm, 90% stenosed, 16mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a 2.5x9mm maverick balloon and placement of a 2.75x16mm taxus liberte study stent. There was balloon withdrawal resistance reported. Despite attempts no additional information is available.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unknown. The root cause is unknown. Product unavailable for analysis.